Manufacturer narrative:
Integra performed a review of the device history record. No related nonconformances were observed. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the user facility received 5 units of the product from integra on (B)(6), 2011. It was observed that one of the five pieces of bmw810 had a hole in the foil pouch causing the buffer to leak into the chevron pouch. The customer neither opened nor used the product, and it is available for return. The order was for stocking purposes so the reported problem had no pt impact. The other 4 pieces of bmw810 appeared to be satisfactory.